Event description:
The report from the affiliate indicated that the pt received three (3) cypher select plus stents to the proximal, mid and distal right internal ventricular artery (riva). Approximately six (6) days later, the pt presented with thrombosis of the proximal stent. Recanalization and thrombolysis failed and the pt consequently died. For the index procedure, the pt was diagnosed with three-vessel coronary disease. The pt was treated with immediate stenting during a diagnostic session. The lesion was accessed percutaneously through the right femoral artery with a 6f guiding catheter. The stenting of the three high grade riva lesions, each with a cypher stent, was performed successfully. After administration of nitro and heparin, very good early results, with timi iii flow, were proved by controlled angiogram. In addition, the physician stented the medical rca lesion with a taxus liberte, with periinterventional tirofiban administration, during a diagnostic sessions. Again very good early results, timi flow iii, were shown with angiogram. The pt was transferred to the intensive care unit for further rhythmologic and hemodynamic monitoring as well as continuation of tirofiban therapy. Six days later, the pt presented under rescuitation conditions and artificial respiration. A pacemaker was implanted over the femoral vein. After arterial puncture and visualization of the left coronary artery (lca) by a guiding catheter, a proximal riva stent occlusion was visible. The physician successfully forwarded the guide wire into the distal riva area. The pt was given reopro and rapilysin. CPR was continuously given. Other interventions with ascending balloon sizes was performed, however, the pt had a max timi ii flow. After short-term pressure and rhythm stabilization on low level, now repeated phase with ventricular fibrillation, which is at first interpreted as re-perfusion arrhythmia. A controlled angiography revealed vessel occlusion with timi 0-1 flow. The physician redilated. However, the heart exhibited excitation-contraction and after almost two hours of CPR, intervention was terminated and the pt expired. No autopsy was done. The physician reported that the likely cause of death was the stent thrombosis.

Manufacturer narrative:
This product is not available for additional testing. Additional info will be submitted within 30 days upon receipt. This iis one of three products involved with the reported event, which is associated with mfg report # 9616099-2007-00273, #9616099-2007-00274, and #9616099-2007-00275. Please note that device is distributed outside the united states, however, it is similar to the united states product.